Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had to sit on the bench in a bus and they couldn't sit straight because it feels like the device was right there in their coccyx and it may not be positioned right. They also have been having issues with their bowels and incontinence. Patient stated they increased stimulation yesterday because they were having problems with their bowel. Patient said they still had irritable bowel syndrome (ibs) and if they want to treat ibs, they have to take medication that makes it softer. When their stool was left, if they go to the bathroom and they push, the harder they push, the tighter it gets and it wouldn't come and they had pelvic floor issues. Patient was hoping that once they stop going, they would go when they had to go and wipe and it would be fine but it was not. Patient also stated their rectum doesn't close up right away and they haven't had any huge incontinent fecally in their pull ups but they were still a mess. Patient said they would have to cut back on the medication and see what happens. As far as urine, they were staying dry. Patient said they went to urology and they were told, it would d probably help with their bowels too. Agent reviewed therapy information. Patient added they could be given a pill for urinary incontinence but if it didn't help their bowel too, they don't know if they'll keep it in. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.